Event description:
It was reported that the patient was symptomatic with weakness and had complete heart block. Electrocardiogram showed intermittent no pacing during managed ventricular pacing (mvp) conduction checks. The device was reprogrammed to dual chamber rate responsive (dddr) mode to avoid the pacing pauses. The device remains in use. It was also reported that the electrocardiogram was unable to determine the p-waves consistently. The right atrial (ra) lead appeared with artifact. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53, implantable pacing lead, (B)(6) 2009. (B)(4).